Event description:
It was reported by the affiliate that the (1) tsw35 was used during a laparoscopic appendectomy and did not staple. The case was completed with another device and there was no consequence to the pt.